Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the co2 canister lid would not latch due to soda lime buildup. The canister lid was cleaned and closed the canister. The unit was returned to service.

Event description:
The hospital reported a large leak from the unit. There was no report of patient involvement.